Event description:
It was reported the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. All other electrical measurements were normal. The noise was not reproducible via isometrics, and the lead was reprogrammed at that time. The lead was explanted at the pulse generator change-out procedure. During the procedure, insulation abrasion on the right ventricular lead was observed. Both right atrial and ventricular leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of insulation abrasion and noise problem were confirmed. A partial lead was returned in two pieces. Three internal insulation abrasions under the right ventricular shock coil was noted at 3.4 cm to 3.5 cm, 3.9 cm to 4.0 cm and 5.2 cm to 6.3 cm. Etfe coating was abraded at 6.8 cm from the distal tip. This is consistent with the observation from the field of insulation abrasion and noise.